Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-02177 and 9616099-2007-02507. Additional information will be submitted within thirty days upon receipt.

Event description:
The cordis clinical research registry in another country brought this event to our attention, reporting that a patient experienced thrombosis and myocardial infarction approximately four months after receiving three cypher stents. The event involved a patient with a history of coronary artery disease, hyperlipidemia and previous percutaneous coronary intervention and myocardial infarction. At the index procedure, one in the proximal left anterior descending coronary artery and one each in the distal and proximal right coronary artery. The procedure was completed without complications and the patient was discharged home in stable condition. At one month follow up, the patient was asymptomatic. But the patient later presented with chest pain. Coronary angiogram revealed the patient had suffered a myocardial infarction and a thrombus was noted in the stent implanted proximal left anterior descending coronary artery. Persistent restenosis was also noted proximal to the stent implanted in the proximal right coronary artery. The thrombosis and the restenosis were treated by implantation of a xience drug eluting stents. These events were determined as probable to the cypher stent implanted in the proximal left anterior descending coronary artery. It was also reported that antiplatelet therapy was interrupted at some point due to financial reasons.